Event description:
Caller reported that tandem mobi pump battery would not charge despite correct alignment and use of the corresponding charging accessories. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.